Event description:
Reportedly, during a subfacial endoscopic perforator surgery, the obturator balloon was inflated with 15ml of air instead of the 30 ml as outlined in the product instructions. As the carbon dioxide was being insufflated into the space, the surgeon noticed a subcutaneous emphysema in the leg region. The surgeon instructed the surgical staff to reduce the pressure of the carbon dioxide. Reportedly, the staff reduced the illumination instead of the insufflation pressure. Therefore, carbon dioxide migrated into the pt's chest, causing a massive subcutaneous emphysema around the chest. The procedure was aborted and chest tubes were inserted into the pt to allow the escape of the carbon dioxide. The pt has recovered.